Event description:
The facility observed leakage of csf from the needleless sampling site of one of the ins-1100 systems they were evaluating. The facility reported that the pt had very bloody cerebal spinal fluid and it appeared that the blue port was stuck. The needleless site had been accessed per the physician to flush the catheter on the prior shift. According to the nurse, no needle was used when the syringe was attached to the port. The facility reported that there did not appear to be any needle sticks in the port.